Event description:
Information received from the field does not address the patient's clinical status but notes that the pulse generator went to no output after the patient received an external defibrillation shock.